Event description:
It was reported that the cage broke upon insertion in the patient. The broken pieces were retrieved and a second cage was used to complete the case with a surgical delay of five minutes. There are no reports of adverse health consequences to the patient.

Event description:
It was reported that the cage broke upon insertion in the patient. The broken pieces were retrieved and a second cage was used to complete the case with a surgical delay of five minutes. There are no reports of adverse health consequences to the patient.

Manufacturer narrative:
Method: visual inspection, product history review, complaint history review, labelling review, risk assessment result: the reported event was confirmed upon visual inspection of the returned device. Material analysis of the device was also performed, which concluded that the device fractured in ductile overload. No material or manufacturing defects were found. Manufacturing records review did not reveal any issues. Conclusion: based on the information provided, the likely root cause of the reported cage fracture is that the disc space was too tight for the selected implant size.